Manufacturer narrative:
January 18, 2016 11:34 am (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system would not load into the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical used were observed. No blood was observed on the device or in the delivery tube. The delivery device was returned outside the loading device. The seal and tension spring assembly remained inside the loading device. The slide lock was dis-engaged. The plunger was fully depressed on the delivery device. The following measurements were taken; the inner delivery tube diameter was measured as .197 in. The outer diameter was measured at .219 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system would not load into the delivery device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.